Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not shut off at thirty degrees celsius, and went up to thirty-four degrees. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.